Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Patient body mass index (bmi) 27.1 kg/m2.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary segmentectomy surgical procedure. On post-operative day zero, it was discovered during a wound check, that the patient's wound (posterior to the drain) opened and was leaking haemoserous fluid. Suturing was done under local anesthesia. No further wound dehiscence since then. The event was reported as resolved and the patient was discharged on post-op day 5. There was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as not a serious adverse event, of moderate severity, a clavien-dindo grade iiia, not related to a da vinci device, not related to the patient's underlying disease status, but possibly related to the procedure. The patient's prior health condition of diabetes and hypertension may be relevant to the event. The clinical project manager confirmed at the site that the wound was located at one of the port incision sites, where a da vinci trocar would have been placed. The principal investigator has already determined that it was not related to the da vinci platform.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A medical review was provided by an intuitive surgical, inc. (Isi) medical safety officer and concluded that the adverse event of wound dehiscence was not related to the da vinci study device; but, possibly related to the study procedure. Field b4 is being updated to reflect a corrected awareness date for the event. The awareness date was 6/27/2025 rather than 7/1/2025, which had initially been reported.

Manufacturer narrative:
Section b5 additional information: it was reported that during the clinical study 90-day phone follow-up on (B)(6) 2025, the patient reported experiencing a wound infection with redness and copious discharge since (B)(6) 2025. The patient was unsure whether a wound swab had been taken. The wound was packed with gauze, and treatment included antibiotics (co-amoxiclav) for five days. On (B)(6) 2025, the wound was reviewed and showed improvement with reduced discharge, prompting an additional five-day course of co-amoxiclav. Weekly wound reviews continued, and by (B)(6) 2025, the wound had no further discharge and was designated as resolved. The patient reported occasional mild to moderate pain with pins and needles, particularly after work, which was managed effectively with analgesics as needed.

Event description:
Refer to h11 for follow-up information.